Event description:
Additional information reported the patient's stimulation would "turn itself off a little bit and then it wouldn't come on" when the patient needed it. It was stated the patient was in pain again.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3998, lot# lb1236, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation increased and decreased on it's own. The patient stated that in a certain position she got it to "come on." The patient stated it was like a wire was loose or "something." The patient wanted to get her device checked out and was at a hospital or neurologist where it was supposed to be checked. The patient then went in three months later, it was unclear when this time frame was, and there was no one there. The patient saw a different health care provider (hcp) the day of the report and was told to request a manufacturer representative. Additional information was requested, but was not available as of the date of this report.